Manufacturer narrative:
The insulin pump was monitored for several days no unexpected failed battery test noted. The insulin pump passed displacement; pump received with normal operating currents tests. However, the insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed failed battery. Customer's blood was 5.6 mmol/l. The customer stated all of the information was lost when customer changed the battery. Customer was advised to replace the battery with a new one and the alarm reoccurred. No corrosion or physical damage was noted on the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.